Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, multiple false pause episodes and fluctuations in r-waves was observed. Review of episodes noted undersensing of r-waves. Device was reprogrammed. Patient's condition was stable.